Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the implant became depleted mid (B)(6) 2016. The circumstances that led to the depleted implant was that it would not charge anymore. It was reported that the device was 9 years old and was intended to last 9 years. The patient reported that they had their physician check into replacement but decided to wait until they found a pain physician that was associated with a surgical center. They were looking for a time but then forgot about it for a while.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) indicated for failed back surgery syndrome. It was reported that the ins depleted earlier this year and the patient was trying to review their options of replacing or removing the system. The issue started about (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.